Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to an low blood glucose (bg) level of 54 mg/dl. Reportedly, customer inadvertently entered an incorrect amount of units when bolusing which caused them to go low. Customer was treated intravenously with fluids of saline and insulin. Customer was released from hospital on (B)(6) 2022 with issue resolved.